Event description:
During index procedure, one endeavor sprint drug eluting stent was implanted in the lad. The patient experienced multiple gastrointestinal bleeding events on unknown dates following the procedure. Patient was discharged following the index procedure on aspirin, clopidogrel and warfarin; however, it cannot be confirmed if the patient was on all 3 medications at the time of the gi bleed events. The investigator indicated that the event is related to side effect of antiplatelet therapy aspirin. It was indicated that the event was not related to the study device or procedure.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (haemorrhage). Conclusions: inherent risk of procedure ¿ (haemorrhage). (B)(4).